Event description:
It was reported that the 9400 system magnifies and inverts intermittently. There is poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep completed a full camera and monitor alignment procedures. Verified and adjusted power supplies. Problem could not be duplicated.